Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an audio alarm on the insulin pump. Customer stated that it shuts off and then comes back on a few minutes later. Customer found a change sensor alert as well. Customer's sensor glucose value was 40 but his blood glucose level was at 69 mg/dl. Customer could not clear the alert, so he went to eat. Customer stated that he still had the low sensor reading. Customer's blood glucose was 60 mg/dl at the time of the incident. Customer also reported a low blood glucose level of 39 mg/dl. Customer was advised to remove and change out the sensor.